Event description:
No additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under: (B)(4). Reported issue: on june 19, 2019, it was reported that the device started cutting patients skin too thick during the case. The customer returned an air dermatome device, serial number: (B)(6), for evaluation. The customer also returned a hose and 1/2/3/4 width plates, for evaluation. DHR review: the device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Device evaluations results/investigation findings: product review of the air dermatome on october 9, 2019 revealed that the calibration was out of specifications at the zero and thirty settings only. The motor speed was within specifications and the control bar was in the correct position. The 4 width plates were damaged in the harvesting area. The ball detent in the thickness control lever was worn out. The control bar had dings across it. Repair of the air dermatome has not been performed by zimmer biomet surgical as the device is aged and it is unknown if the customer will proceed or purchase a new unit. Probable cause/root cause: the root cause for the reported event of the device taking thick grafts during a case was due to the control bar being out of calibration. The control bar determines the thickness of the graft being taken, and is if out of calibration can cause the graft to be either too shallow or too deep. The reported event was confirmed during inspection of the device. The device is not being repaired by zimmer biomet surgical, as the unit is aged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device started cutting patient's skin too thick during case. There was a short delay of 10 minutes to open new dermatome. No additional unplanned graft was taken. No adverse events were reported as a result of this malfunction.